Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient had a fracture of the mandible and was implanted with plate and screws on (B)(6) 2012, a mandibular midline surgical orif. The next day (B)(6) 2012 emergency surgery was performed, the patients midline mutated and or transfer of the patients midline. During the re operation surgeon used another plate and screws. Before performing the drilling surgeon checked the drill and it was intermittent and moving slightly. After removing the end cap of the drill it was found dirty. The drill bit attached was found to be dull and surgeon selected another drill bit. Surgeon removed the screws; however 7 screws could not be inserted, with surgeon then removing the plate. Surgeon selected another plate and locking screws. One of the 8mm locking screws did not seat into the plate. Surgeon used an emergency screw instead. Procedure was completed. This is 3 of 6 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. We have forwarded the complained devices to the responsible product development engineer for investigation, here the feedback, the marks on the top and bottom surface of the plate shows strong use. The plate got cut in three pieces in order of removal of the patient. Based on the received information, we are not able to determine the root cause exactly of this complaint with screws and plate. Not clear is the situation with the sent in screws and the different art and lot numbers we received. We could only determine the right art and lot number for above mentioned screw. No product fault could be detected.